Event description:
This emdr is being submitted for an unknown number of wafers from unknown number of boxes with unknown lot and reference number. Consumer reported that approximately five or ten years ago, he used company's appliance and stated that there was a sharper piece on the edge of the barrier opening that cut into his stoma resulting in a small amount of bleeding. Further, he stated it occurred a few times, resolved independently without intervention. He did not seek medical attention. He began using company's appliance of another size, reference number unknown, with a seal and has had no further concerns. No photo is available at this time.

Manufacturer narrative:
Product name: actual ostomy product is unknown. The end user could only provide reference number unknown. PMA /510(k) #: exempt. Product code: exe. Common device name: protector, ostomy. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4).